Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this annuloplasty ring, the ring was implanted and explanted due to systolic anterior motion of the anterior leaflet of the native mitral valve producing moderate to severe mitral regurgitation as well as left ventricular outflow tract obstruction. No additional adverse patient effects were reported.